Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention strips and controls. Testing results (qc range = 2.5 - 3.7 inr): customer strips: qc 1: 3.1 inr. Qc 2: 3.1 inr. Retention strips: qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Medwatch fields d4, d10 and h3 have been updated.

Manufacturer narrative:
The reporter's product was requested for investigation and replacement product was sent to the reporter. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter stated she received a discrepant result when testing with coaguchek vantus meter serial number (B)(4). At 3:39 p.m., a sample from the patient was tested using the meter, resulting with a value of 5.1 inr. At 3:57 p.m., a sample from the patient was tested in the laboratory using a hemochron jr. Analyzer, resulting with a value of 3.5 inr. The patient's therapeutic range is 2.0 - 3.0 inr.